Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. Upon troubleshooting actions, the philips field service engineer (fse) found that all the components were powered up, but software was not booting up, and the issue was traced to the host pc connections, the fse reseated the host pc connections and cleaned the ports. However, in the next day the issue reoccurred. To resolve the issue, the fse reseated the cables, after which the system returned to use in good working order. The codes were updated based on the investigation outcome.